Event description:
A peritoneal dialysis pt reported dialysis solution leaked out of the cassette and into the cycler. While removing the tubing set, fluid was noticed inside the cassette door and under the cycler. Pt had no adverse effects. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The pt investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.